Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implanted pump. When asked the dose and concentration, the patient stated, ¿I don't know, but was told it was the highest you could get¿. The indication for pump use was non-malignant pain. The patient reported that, she thought about the 2nd of october two years ago but then stated she really didn't recall, she went to have an x-ray or an MRI and was told that the pump would turn back on in 24 hours, but it never did. Then about a year ago, the pump flipped and now was trying to push through the skin. Per the patient, she was having the pump removed.